Manufacturer narrative:
H3,h6: the power tray was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Power tray passed bench testing. Installed power tray into test imaging system. The system powered on, booted and readied on each power cycle. Multiple 2d and 3d imaging were taken and successful. The system functioned as expected. No functional problem found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000861r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the x-ray tube was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. X-ray tube passed bench test. Visual inspection passed. No cracks in anode or cathode well. Stator resistance, cathode and anode resistance were within spec. B19, d14 codes are applicable and the x-ray tube was returned: 2025-apr-17 h3, h6: the generator control board was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed generator control board in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. B19, d14 codes are applicable and the generator control board was returned: 2025-apr-16 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: (B)(6) rev. 1, product ID: bi71000222r, serial/lot #: (B)(6) rev. J, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the tank kit was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Visual inspection passed. Bench testing passed, the resistance between points p1 and p3, p1 and p2, p3 to p2, j1m to j1a, j1r to j1a , j1b and j1a, j1c and j1a, j1c to j1a, j1f to j1g, c-s and c-l on the hv tank passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000469, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced the high voltage (hv) tank and inverter to resolve the e014 error. Replaced the hv tube for the kv imbalance error. Replaced the generator board for the ma imbalance. Replaced the power tray. Performed generator calibrations. Performed dose testing: passed. Performed image quality testing passed. Performed system checkout. Imaging system is operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000416, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000468r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000576r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000230r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000860r, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000542, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, product ID: bi71000222r, product ID: bi71000469, product ID: bi71000542. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a unknown procedure. It was reported that the site was unable to take a spin while in surgery. Site was using a handswitch and was getting an early termination message. Site tried rebooting with no change, swapped to another imaging system to continue surgery. This issue occurred intraoperatively and no further information available. Additional information received and stating that it was confirmed with the site that they were unaware of the reported allegation.

Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. The reported issue, ¿unable to take spin,¿ could not be confirmed. The inverter kit passed bench testing, visual inspection showed no defects, and the measured capacitance of the capacitors was within the acceptable range. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000468, serial/lot #: (B)(6) rev. A, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unable to take spin." Installed system control board in test system. The system booted and readied on each power cycle. Multiple 2d and 3d images were acquired successfully. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222r, serial/lot #:(B)(6) rev. F, ubd: , UDI#: MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.